Manufacturer narrative:
(B)(4). D4, attempts have been made to gather all product identification information and no further information has been provided. The returned pin was returned within one of the guide holes of the cut guide. The pin was identified to be fractured and exhibit signs of wear. Dimensional analysis could not be performed as the identification of the pin is unknown. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a left knee arthroplasty that the drill pin became jammed within the cut block. No adverse events were reported as a result of this malfunction.